Event description:
The customer reported broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly (wire harness damage of display side pcb), upper pressure sensor( check IV set), ail (chipped rt set guide damaged), left iui (bent internal pin), right iui (rib damage) and door(cosmetic defect). The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 16aug2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the bezel assembly wire harness. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken/damaged. There was no patient involvement.

Manufacturer narrative:
Additional information added to: e2, g2 for biomed as health professional. Remove 3rd party servicer. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly (wire harness damage of display side pcb), upper pressure sensor( check IV set), ail (chipped rt set guide damaged), left iui (bent internal pin), right iui (rib damage) and door(cosmetic defect). The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the bezel assembly wire harness. A review of the device history record showed the device had a manufacture date of 16aug2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn: (B)(6) confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Device received by manufacturer.

Event description:
The customer reported broken/damaged. There was no patient involvement.